Event description:
It was reported that a resolute integrity drug-eluting stent was being used to treat a lesion in the distal rca. The lesion was severely calcified with moderate tortuousity. Device was removed from packaging and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. It is reported that during advancement, resistance was encountered and the stent partially dislodged during removal following failed delivery. Excessive force was not used during attempted delivery of the device. The partially dislodged stent was able to be removed from the patient through the sheath still partially on the delivery system. It never embodied. A non-medtronic stent was used to treat the lesion. There is no patient injury reported. Evaluation summary: the distal tip was frayed. Crimps impressions were visible on the balloon. The stent was not positioned on the balloon. The stent was not returned with the device. There was no other damage noted to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism). Patients condition affected effectiveness of device (severe calcification, moderate tortuousity). Deformation problem (tip). Evaluation conclusion: inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (severe calcification, moderate tortuousity). (B)(4).